Event description:
We have had 3 pressure infusor bags with the same lot number not function properly. They will all slightly inflate, though do not achieve enough pressure to even get the pressure valve to slightly raise. Pt code: 4582. Device code: 1310. Reference reports#: mw5182766; mw5182768.